Event description:
Additional information received indicated that the right ventricular (rv) lead was capped and a new rv lead was successfully implanted on (B)(6) 2021 the patient was stable throughout the procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead failed to capture and had high pacing impedance. The patient was asymptomatic. No intervention was performed and there were no consequences to the patient.